Event description:
Resident was being transferred from bed to chair. As resident was about to be lowered to the chair (just as staff was about to press the lower button on the remote) the machine failed and the device collapsed. No noise was heard prior to the break/failure. No jolting or difficulty occurred during the transfer to indicate a potential problem. Joerns contacted and informed. Pictures also submitted. Joerns rep will be onsite on 04/02/2019 to inspect hoyer. All other hoyers within facility inspected immediately.